Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reported through the research article, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
B3, d6: dates estimated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article, titled 2d/3d echocardiographic determinants of left ventricular reverse remodeling after mitraclip implantation.na -

Event description:
This is filed to report mitral valve replacement surgery. It was reported through a research article, identifying the mitraclip device which may be related to patient death, mitral valve replacement surgery, re-hospitalization, atrium septal defect (asd) and single leaflet device attachment (slda). Details are listed in the attached article, titled 2d/3d echocardiographic determinants of left ventricular reverse remodeling after mitraclip implantation. No additional information was provided.